Manufacturer narrative:
Analysis of the returned device revealed that the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of the metal cap. The glass cap and metal cap are detached and not returned. The glass cap exhibits severe devitrification at output window. The outer flow tubing open end exhibits minor scratch marks, signs of slight melting, and erased red octagonal sign and blue arrow indicator. Based on the device analysis, the potential for forward firing may exist. The probable root cause of the failure is operational context. An evaluation conclusion code of cause cannot be traced to device was assigned to this investigation.

Event description:
Analysis of the return device revealed a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. In addition, the glass cap and metal cap were detached from the fiber. Based on the device analysis, the potential for forward firing may exist. There were no patient complications reported due to this event.